Event description:
Medtronic received information that unexpected suspend [low sg] occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer = clear. Customer returned the insulin pump for alleged unexpected suspend and resume delivery (non programmed) on 6/26/2021. Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08680 inches. Successfully downloaded the trace and history files using thus. Device was programmed with a test guardian 2 link transmitter and a glucose sensor simulator. Device communicated properly with the transmitter and glucose sensor simulator. Device calibrated to the programmed test values properly and displayed correctly on the display graph. Programmed the sensor low settings for 4.6 mmol/l mg/dl and turned the alert before low, alert on low, suspend on low, and resume basal alerts on. Device was monitored, the glucose sensor simulator bg level was lowered, and the alert on low and the suspend on low activated at 4.0 mmol/l, and the resume basal delivery functioned properly. No suspend delivery, suspend on low, or resume delivery anomalies noted during testing. A test p-cap does lock into place inside the reservoir compartment properly. Device history file lists data from 7/25/2021 to 8/20/2021. Unable to verify any suspended deliveries complaint due to no history data available for the event date 6/26/2021. The pump was cut open to perform a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked battery compartment, and pillowing keypad overlay. Device passed all functional testing. High bg and unexpected suspend delivery (low bg) anomaly are not confirmed. No suspend delivery, suspend on low, or resume delivery anomalies noted during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.